Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that on an unspecified date after the peritonitis diagnosis, the patient was hospitalized for an unrelated event. Treatment for the peritonitis event was not reported. It was reported the patient passed away. The cause of death was not reported. It is not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, d10, e1. B5: upon follow up it was reported the cause of peritonitis was unknown. The peritonitis was manifested by cloudy fluid. The same date of the peritonitis diagnosis, the patient was treated with vancomycin injection (2 gm, every seven days, intraperitoneal, ongoing) and ceftazidime injection (1 gm, at bedtime intraperitoneal, ongoing) for peritonitis. Two days after the peritonitis onset, the patient experienced a brain hemorrhage. The following day, the patient passed away. The cause of the death was reported to be due to a brain hemorrhage. At the time of death, the patient was recovering from the peritonitis event and antibiotic and pd therapy were ongoing. Should additional relevant information become available, a supplemental report will be submitted.